Event description:
A malfunction alarm labeled as "malf 1" was reported, with no significant events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, as the malfunction code was not resettable. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.